Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired. There was a bolt replaced in the wheel during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had a frayed and cut power cord. Also the locking wheel was loose. No pt injury was reported.